Event description:
Patient reported left side capsular contracture baker grade unknown, "multiple bilateral cysts", "periprosthetic fluid collection", "implant presents subcapsular lines in relation to intracapsular rupture without collapse". Device remain implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified two devices both are broken. Device not labeled by explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported left side capsular contracture baker grade unknown, "multiple bilateral cysts", "periprosthetic fluid collection", "implant presents subcapsular lines in relation to intracapsular rupture without collapse". The device has been explanted and replaced.